Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted on (B)(6) 2018. The patient stated after the 2-hour warm up session, the cgm was showing that the patient was low; however, the patient did not feel low and checked her blood sugar. The patient then stated they felt low and the cgm was showing that she was in normal range. No injury or medical attention was reported. No additional patient or event information is available. Data was provided for investigation. Confirmation of the problem was confirmed via data. The probable cause could not be determined.